Event description:
It was reported that a malfunction code malf 12 was displayed. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, allowing the customer to continue using it, with instructions to call back if the malfunction recurred. No further issues were reported after the reset.